Event description:
Difficulty using his forearm canes such that he basically has been bedridden or sitting in his chair/barely able to get out of chair using his forearm canes [musculoskeletal disorder]. Rapid recurrence of inability to sleep [insomnia] . Mechanical and nonmechanical pain/excruciating pain/impingement type pain using his forearm canes [pain] . Inordinately debilitating intrascapular pain radiating through his chest to his sternum, aggravated by any attempts to deep breathe/cough [musculoskeletal pain] . Cough [cough] . Poor balance [balance disorder] . Tender to percussion over the mid thoracic spine [tenderness] . Condition aggravated [condition aggravated] . Debilitating intrascapular pain radiating through his chest to his sternum, aggravated by any attempts to deep breathe/cough [pain] . Synvisc one was administered in shoulder (left) [product administered at inappropriate site] . Synvisc one was administered along with trispan [wrong technique in device usage process] . Case narrative: this case is linked to cases (B)(4) (multiple devices). Initial information received on 21-mar-2022 regarding a solicited valid serious case from other health professional, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: (B)(6). Study title: patient support program involving synvisc one. This case involves a (B)(6) male patient who experienced difficulty using his forearm canes such that he basically has been bedridden or sitting in his chair/barely able to get out of chair using his forearm canes, rapid recurrence of inability to sleep, increasing mechanical and nonmechanical pain/excruciating pain/impingement type pain using his forearm canes, inordinately debilitating intrascapular pain radiating through his chest to his sternum, aggravated by any attempts to deep breathe/cough, cough, poor balance, tender to percussion over the mid thoracic spine, after being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Also, synvisc one was administered in shoulder (right) and synvisc one was administered along with trispan. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had multiple medical and orthopedic comorbidities. The patient was retired some 30 years ago with multiplicity of medical and surgical problems, returned for review of bilateral shoulder tendinopathy provoked by constant use of forearm cane symptoms for the past 25 years, secondary ataxic gait pattern-all dating back to lower spine injuries sustained when he was ejected out of his t-33 jet trainer in manitoba 1968-i.e. Use of forearm canes that converted his shoulders into weight bearing joints-i.e. Care of such should be covered by dva. Required at least 3 major lumbar spine procedures including decompression/ instrumentation/ fusion to 1969, revision instrumentation and fusion l3-4 07 - (B)(6) 1984 and using ccd [compact cotrel dubousset instrumentation] with bone graft left posterior iliac crest. Protracted recovery weaned off narcotics by (B)(6) 1994, but secondary ataxic type gait using forearm canes. But then his ataxic type gait, using forearm canes. Always had tolerable intrascapular back pain. The patient had concurrent oa (osteoarthritis) knees-originally injured trying to move 300 pounds cart at work in the navy-6 open ors, 3 scopes for medial and lateral meniscectomies/patellectomy right knee, eventual right tkr (total knee replacement) on (B)(6) 2006 - right knee always weak/a bit sore. Right knee has always felt loose and weaker but did regain satisfactory 15-100 stable rom (range of motion). Concurrent overuse of left knee with compensatory left knee oa, requiring scope and debridement on (B)(6) 2012 for advanced/bare bone grade 3 cmp/large and small loose bodies/extensive medial oa fragmentation/intact menisci/satisfactory stable 15-130. Postop good but with diminishing effect from grease jobs, requiring eventual left tkr in 2015. Patent was further compromised by left drop foot after his revision spine procedure (B)(6) 2015 making him more dependent upon his forearm canes and provoking overuse problems with his shoulders okay with regular grease jobs most recently his 16th with synvisc and aristospan (B)(6) 2020. Clinically unchanged, slow swing-through gait using bilateral forearm canes; shoulder still look normal/ symmetrical with diffuse subacromial tenderness posterior and anteriorly without crepitus through satisfactory stable ER/abduction 35/70. Concomitant medications included triamcinolone hexacetonide (trispan) on (B)(6) 2021, the patient received (18th) hylan g-f 20, sodium hyaluronate injection in right shoulder at dose of 2 ml (product administered at inappropriate site, latency; same day) (indication, lot, route, frequency - unknown). Reportedly, with appropriate sterile and covid prevention technique through posterior subacromial approach, right followed by left shoulder injected with 2 cc synvisc/1 cc trispan/2 cc 1% tolerated well. Post, injection routine reviewed with him, and was to be repeated in november-21. In visit of (B)(6) 2021, the patient mentioned that 18th synvisc and trispan injections injected to his shoulders most recently on (B)(6) 2021 had helped his right shoulder only a month or so, with rapid recurrence of inability to sleep (insomnia)/impingement type pain using his forearm canes (pain). It was not bad until a month ago with increasing mechanical and nonmechanical pain (pain)/difficulty using his forearm canes (musculoskeletal disorder, causing disability, latency: few months) such that he basically has been bedridden or sitting in his chair for the past month or two. On (B)(6) 2021, (today), after latency of 2 months 26 days, the patient complained of inordinately debilitating intrascapular pain (musculoskeletal pain) radiating through his chest to his sternum (pain), aggravated by any attempts to deep breathe/cough. Just finished extensive pulmonary function studies at a hospital which were apparently negative for chest pathology. Clinically shoulders look normal/symmetrical for him, barely able to get out of chair using his forearm canes but more due to knee weakness and poor balance (balance disorder). Tender to percussion over the mid thoracic spine (tenderness), also both subacromial shoulder spaces, albeit good resisted ER/abduction 30/70 bilaterally. On (B)(6) 2021, with appropriate sterile and covid prevention technique through posterior subacromial approach, each shoulder injected with 4 cc sportvisc, 1 cc trispan tolerated well. Post injection routine reviewed with patient, and was to be repeated in (B)(6) 2022. In the meantime, the patient would be asked to be reassessed by another doctor as his so-called excruciating pain now-intrascapular radiating through his chest to his sternum was exactly as he described it when seen in 2015 with mid thoracic collapse above his old thoracolumbar fusion. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment for all the events. At time of reporting, the outcome was unknown for all the events. Reporter causality: not reported for all the events. Company causality: not reportable for all the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Difficulty using his forearm canes such that he basically has been bedridden or sitting in his chair/barely able to get out of chair using his forearm canes [musculoskeletal disorder] rapid recurrence of inability to sleep [insomnia] mechanical and nonmechanical pain/excruciating pain/impingement type pain using his forearm canes [pain] inordinately debilitating intrascapular pain radiating through his chest to his sternum, aggravated by any attempts to deep breathe/cough [musculoskeletal pain] cough [cough] poor balance [balance disorder] tender to percussion over the mid thoracic spine [tenderness] condition aggravated [condition aggravated] debilitating intrascapular pain radiating through his chest to his sternum, aggravated by any attempts to deep breathe/cough [pain] synvisc one was administered in shoulder (left) [product administered at inappropriate site] synvisc one was administered along with trispan [wrong technique in device usage process] case narrative: this case is linked to cases (B)(4) (multiple devices) initial information received on 21-mar-2022 regarding a solicited valid serious case from other health professional, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: canada study title: patient support program involving synvisc one. This case involves a 73 years old male patient who experienced difficulty using his forearm canes such that he basically has been bedridden or sitting in his chair/barely able to get out of chair using his forearm canes, rapid recurrence of inability to sleep, increasing mechanical and nonmechanical pain/excruciating pain/impingement type pain using his forearm canes, inordinately debilitating intrascapular pain radiating through his chest to his sternum, aggravated by any attempts to deep breathe/cough, cough, poor balance, tender to percussion over the mid thoracic spine, after being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Also, synvisc one was administered in shoulder (right) and synvisc one was administered along with trispan the patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had multiple medical and orthopedic comorbidities. The patient was retired some 30 years ago with multiplicity of medical and surgical problems, returned for review of bilateral shoulder tendinopathy provoked by constant use of forearm cane symptoms for the past 25 years, secondary ataxic gait pattern-all dating back to lower spine injuries sustained when he was ejected out of his t-33 jet trainer in manitoba 1968-i.e. Use of forearm canes that converted his shoulders into weight bearing joints-i.e. Care of such should be covered by dva. Required at least 3 major lumbar spine procedures including decompression/ instrumentation/ fusion to 1969, revision instrumentation and fusion l3-4 (B)(6) 1984 and using ccd [compact cotrel dubousset instrumentation] with bone graft left posterior iliac crest. Protracted recovery weaned off narcotics by december-1994, but secondary ataxic type gait using forearm canes. But then his ataxic type gait, using forearm canes. Always had tolerable intrascapular back pain. The patient had concurrent oa (osteoarthritis) knees-originally injured trying to move 300 pounds cart at work in the navy-6 open ors, 3 scopes for medial and lateral meniscectomies/patellectomy right knee, eventual right tkr (total knee replacement) on (B)(6) 2006-right knee always weak/a bit sore. Right knee has always felt loose and weaker but did regain satisfactory 15-100 stable rom (range of motion). Concurrent overuse of left knee with compensatory left knee oa, requiring scope and debridement on 14-may-2012 for advanced/bare bone grade 3 cmp/large and small loose bodies/extensive medial oa fragmentation/intact menisci/satisfactory stable 15-130. Postop good but with diminishing effect from grease jobs, requiring eventual left tkr in 2015. Patent was further compromised by left drop foot after his revision spine procedure (B)(6) 2015 making him more dependent upon his forearm canes and provoking overuse problems with his shoulders okay with regular grease jobs most recently his 16th with synvisc and aristospan (B)(6) 2020. Clinically unchanged, slow swing-through gait using bilateral forearm canes; shoulder still look normal/ symmetrical with diffuse subacromial tenderness posterior and anteriorly without crepitus through satisfactory stable ER/abduction 35/70. Concomitant medications included triamcinolone hexacetonide (trispan) on (B)(6) 2021, the patient received (18th) hylan g-f 20, sodium hyaluronate injection (48 mg/6ml) in left shoulder at dose of 2 ml (product administered at inappropriate site, latency; same day) (indication, lot, route, frequency - unknown). Reportedly, with appropriate sterile and covid prevention technique through posterior subacromial approach, right followed by left shoulder injected with 2 cc synvisc/1 cc trispan/2 cc 1% tolerated well. Post, injection routine reviewed with him, and was to be repeated in (B)(6). In visit of (B)(6) 2021, the patient mentioned that 18th synvisc and trispan injections injected to his shoulders most recently on (B)(6) 2021 had helped his right shoulder only a month or so, with rapid recurrence of inability to sleep (insomnia)/impingement type pain using his forearm canes (pain). It was not bad until a month ago with increasing mechanical and nonmechanical pain (pain)/difficulty using his forearm canes (musculoskeletal disorder, causing disability, latency: few months) such that he basically has been bedridden or sitting in his chair for the past month or two. On (B)(6) 2021, (today), after latency of 2 months 26 days, the patient complained of inordinately debilitating intrascapular pain (musculoskeletal pain) radiating through his chest to his sternum (pain), aggravated by any attempts to deep breathe/cough. Just finished extensive pulmonary function studies at a hospital which were apparently negative for chest pathology. Clinically shoulders look normal/symmetrical for him, barely able to get out of chair using his forearm canes but more due to knee weakness and poor balance (balance disorder). Tender to percussion over the mid thoracic spine (tenderness), also both subacromial shoulder spaces, albeit good resisted ER/abduction 30/70 bilaterally. On (B)(6) 2021, with appropriate sterile and covid prevention technique through posterior subacromial approach, each shoulder injected with 4 cc sportvisc, 1 cc trispan tolerated well. Post injection routine reviewed with patient, and was to be repeated in (B)(6) 2022. In the meantime, the patient would be asked to be reassessed by another doctor as his so-called excruciating pain now-intrascapular radiating through his chest to his sternum was exactly as he described it when seen in 2015 with mid thoracic collapse above his old thoracolumbar fusion. Action taken: not applicable for all the events it was not reported if the patient received a corrective treatment for all the events at time of reporting, the outcome was unknown for all the events reporter causality: not reported for all the events company causality: not reportable for all the events product technical complaint (ptc) was initiated with global ptc number 100222724 on (B)(6) 2022 for synvisc one. Batch number: unknown the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints to determine if a CAPA is required. The final investigation was completed on (B)(6) 2022 with summarized conclusion as no assessment possible. Additional information was received on (B)(6) 2022 from other healthcare professional (from quality department). Gptc results were received and added. Text was amended accordingly.